Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined to provide further information or participate in troubleshooting.